Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the m x 40 1.4 ghz smart hopping indicating that a phantom rhythm was detected. The device was in use on patient at time of event, there was no adverse event reported.